Event description:
It was reported that the pt was not responding well to the valve at the highest setting, after two pressure setting increases. The pt still appeared to be overdraining.

Manufacturer narrative:
(B)(4). The valve was patent and passed leak and reflux testing. The valve performance met all established specification for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.